Event description:
It was reported that during a scoliosis procedure at t2-pelvis, there was an extensive amount of blood loss, and it was decided to end the surgery prior to all levels being instrumented. No further pt complications were reported.

Manufacturer narrative:
(B)(4): we do not believe that the reported event was associated with the device or implant malfunction or performance. We are reporting this event for notifications purposes. We are unable to determine the definitive cause of the reported event.